Event description:
The product was used during a laparoscopic appendectomy procedure. Reportedly, the cartridge was difficult to load and the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.